Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Upon follow-up, the customer experienced no further issues.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms. After changing the cartridge multiple times, the customer was able to successfully load a cartridge. Blood glucose was 320 mg/dl. As the event occurred in the past, troubleshooting to determine a possible cause of the reported event was unable to be performed.